Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was used instead of the intended remote monitoring mobile application. Troubleshooting steps were advised to include using the remote monitoring mobile application; however, a connection issue with the patient connector was then encountered, with a ¿poor connection quality¿ message displayed on the remote monitoring mobile application. Multiple attempts were made to connect the connector to the application; although the connector serial number appeared on the application, the connection did not complete. Additional troubleshooting steps were taken to include verifying that bluetooth and wireless fidelity were enabled with a secure connection; however, additional connection attempts were unsuccessful. No patient complications have been reported as a result of this event.